Manufacturer narrative:
Article citation: de fijter, caroline w.h., jakulj, lily, amiri, fariba, zandvliet, anthe, & franssen, eric (september 2016). Intraperitoneal meropenem for polymicrobial peritoneal dialysis-related peritonitis. Peritoneal dialysis international, 36 (5), 572-573. As the sample was not returned and the lot number is unknown, a device analysis cannot be completed. Should additional relevant information become available, a supplemental report will be submitted. (B)(4).

Event description:
A continuous ambulatory peritoneal dialysis (capd) patient experienced peritonitis. On an unreported date, the patient reported manifestations of slightly turbid dialysate for a period of two weeks without abdominal complaints along with general weakness and nausea. The cause of the event was not reported. It was not reported if the patient was hospitalized the event. On unreported date, the patient started treatment with intraperitoneal amoxicillin (dose, frequency, and duration not reported), intraperitoneal ciproxin (dose, frequency, and duration not reported), and intraperitoneal gentamicin (dose, frequency, and duration not reported) combined with intravenous metronidazole (dose, frequency, and duration not reported) for peritonitis. On an unreported date, the patient started empiric treatment with clindamycin (150 mg/l in all bags; route, frequency, and duration not reported) and gentamicin (20 mg/l in overnight bag; route, frequency, and duration not reported) for polymicrobial multiresistant peritoneal dialysis-related peritonitis. After three days, intraperitoneal meropenem (125mg/l in all 4 bags; frequency not reported) was added as treatment for the peritonitis event. Meropenem treatment was continued for twenty one days. On an unreported date, intravenous meropenem (1000 mg; frequency and duration not reported) was also administered for treatment of peritonitis. Capd therapy remained ongoing. At the time of this report, the patient had recovered. No additional information is available.